Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "white screen faded in the middle" was reproduced as the evaluator observed a faded liquid crystal display (lcd). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faded liquid crystal display (lcd). The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.